Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
The reporter was notified by the physician of a broken hammertoe fixation screw. The device involved was identified as a 2.5 mm pulse dartfire screw. This report represents the second form submitted by this physician involving a 2.5 mm dartfire screw.